Manufacturer narrative:
Additional information: the stent was not implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat a severely calcified and severely tortuous lesion using a resolute integrity drug eluting stent. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. There were no abnormalities reported in relation to anatomy. It was reported that physician experienced inflation difficulties during stent deployment. There was resistance while advancing the device. There was no injury to the patient.

Manufacturer narrative:
Device evaluation summary: numerous kinks were visible along the hypotube and transitional shaft during inspection. Blood was evident in the catheter during analysis. Device was placed in waterbath to disperse blood. Upon initial inflation, device failed to inflate. Device was then placed in waterbath overnight. Upon second inflation, the device failed negative prep. On pressurisation of the device, a leak was observed along transitional shaft, 27.2cm proximal to the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a tear on the transitional shaft material. The material was jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.